Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging a onetouch ultrasmart meter was displaying inaccurately high readings compared to a lab reading. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014, at 10am, readings of ¿400mg/dl¿ was obtained on the lfs meter compared to ¿192mg/dl¿ on a lab reading. Based on statistical methodology, the calculated difference between these readings does not exceed the expected value of <=30% or <=30 mg/dl performed within 20 minutes of each other. The patient reported using non adjusting insulin to manage her diabetes. The patient denied developing any symptoms on the day of the alleged issue. The patient reported on (B)(6) 2014, at 10am, she went to a doctor¿s office and was given 30 units of insulin from the healthcare professional. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing. However, the patient was using an unapproved site of testing to obtain the blood sample. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, she required treatment from a healthcare professional for an acute complication of diabetes.